Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw flange broke. During a spine operation, while surgeon was tightening screws in lineum cross connector, the screw flange was broken. This occurred at posterior fixation after fixed anterior c2/3/4/5/6/7. Another crosslink was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned cross connector was examined. One of the end set screws has fractured at the threaded shaft; the complaint is confirmed. The cause of this event is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage, including tightening of the set screws.